Event description:
It was reported that during a tonsillectomy procedure, the patient received oral burns of the mouth and tongue. The procedure was completed with the same device. Increased post-op steroids with no further patient consequence.